Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No excessive no delivery alarm noted. Pump had cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 496 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. Customer stated insulin did not exit when connected the site. The customer was advised to prime a 5 unit fixed prime/fill cannula. Customer stated insulin does exit. The customer was advised the site may have been occluded. Customer was advised pump will need to be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 496 mg/dl. The customer was treated for high blood glucose with manual injections.